Event description:
It was reported that the ilet pump battery was depleting quickly and not holding a charge, with the charger blinking and charging only after disconnecting and reconnecting, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite the reported premature battery discharge related to the battery. It was concluded there was no problem detected.